Manufacturer narrative:
H3: one device was returned for repair with complaint that a no cassette alarm occurred. Service history review identified no indication that the complaint was related to a service of the device within the view period. No physical damage was found on the device. Review of event log confirmed that there was a record of no disposable alarm. Functional testing was performed, and the problem was not replicated. Possible defective downstream, upstream occlusion sensor or cassette product. Preventively, replaced the downstream and upstream sensor. Device passed functional testing post repair.

Event description:
It was reported that a no cassette alarm occurred. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.